Manufacturer narrative:
Ref comp (B)(4).

Event description:
On december 12th, 2023, fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. It was reported that on the tube housing it is extremely loose, and it needs to be replaced. It is a safety issue it could come a loose and fall on a patient. There is no harm to the patient reported. There is no additional information provided.